Event description:
I am latex typei allergy. IV started in pre-op with hep-loc adapter used. Upon discharge due to latex reacton (latex airborne) I was given IV steroids thru hep loc port - latex . My hand + arm became red & swollen during the injection of steroids. Also steroid vial had rubber stopper - 2 exposures to latex IV adapter - baxter - cat # 2n3399.